Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing on the atrial channel. Boston scientific technical services (ts) was consulted and reprogramming options were discussed and performed. No adverse patient effects were reported. At this time, this device system remains in service.